Event description:
The customer reported erroneous white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results, for one patient, involving coulter act diff 2 analyzer. Subsequent retest results were low with system generated wbc flag. The same sample was retested two additional times with results correlating to the initial test, which were considered correct. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. Quality control (qc) was performed in the morning and passed within acceptable range; it was noted normal control for rbc was high. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) stated the discrepant results were caused by the baths and the vic (vacuum isolation chamber) not draining completely, and the waste pump not functioning properly. The fse replaced the waste pump to resolve the bath/vic drain issue. The unit conformed to the manufacturer's published performance specifications.